Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of shingles was exacerbated by the lifevest equipment. The patient described the area as painful and looked like heat rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication for the pre-existing condition of shingles. Follow up indicated that the skin irritation improved.